Event description:
Pt being monitored after conscious sedation. Monitor began reading svt or v-fib. Pt found to be in no distress. Please take note that strip indicated hr of 82 beats per minutes. Pt not injured. Staff treated based on clinical findings. Strip reprintout of event with no vf/svt. Nurse questions cell phone interference.